Event description:
It was reported that the customer received a motor error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test and motor test. Unable to prime during prime test due to faulty force sensor resistor gold. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.